Manufacturer narrative:
The device was manufactured between 14 sep 2015 and 16 sep 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the bladder was not found to be leaking. However, a leak was observed at the solvent-bonded junction of the tubing and stress member. The reported condition was verified; however, the cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate was leaking during filling. There was no patient involvement. No additional information is available.